Event description:
End-user called in reporting that their insulin was not flowing through their insulin pen needle.

Manufacturer narrative:
Production records analyzed and trend analysis conducted. No abnormalities were detected.

Event description:
End-user called in reporting that their insulin was not flowing through their insulin pen needle.